Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
This is the report for the 2nd broken distal cap: it was reported the disposable distal attachment first distal cap broke. A second one was used and it also broke. The issue occurred while a patient was under sedation during a therapeutic endoscopic submucosal dissection procedure and was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.